Event description:
The pt was implanted with a left ventricular assist device (lvad). A device tracking form was submitted to the MFR indicating that on the day of implant, the pump stopped and a pump exchange was performed. Add'l info received indicated that the pump exchange was performed because a piece of the removed mechanical aortic valve was sucked into the pump. The pump had stopped with the mechanical piece inside.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump. The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.